Manufacturer narrative:
This information is a correction to the previous supplemental. The meter was not returned for investigation. The customer¿s strips were returned for investigation. The returned strips and retention meter were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 49%, donor 2 hct: 44%. Testing results: donor 1: retention meter with master lot strips: 2.1 inr, retention meter with customer strips: 2.1 inr. Donor 2: retention meter with master lot strips: 2.6 inr, retention meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The customer had taken some ibuprofen prior to testing. Pain relievers can influence results.

Manufacturer narrative:
The meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr, donor 2 inr: 2.7 inr. Donor 1 hct: 58%, donor 2 hct: 58%. Testing results: donor 1: retention meter with masterlot strips: 3.0 inr, customer meter with customer strips: 3.1 inr. Donor 2: retention meter with masterlot strips: 2.7 inr, customer meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.